Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. Reportedly, the customer continued to use the pump for insulin therapy.